Event description:
On (B)(6) 2010, a respiratory therapist reports a hissing noise from the back of device inomax ds (B)(4). The respiratory therapist states there was no harm to patient and no adverse event occurred. The device was replaced with another unit.

Manufacturer narrative:
A respiratory therapist reports a hissing noise from the back of the device inomax ds (B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced, and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.